Event description:
It was reported the video processor experienced a black image during inspection, prior to patient in room. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device display had a black image. The malfunction was identified during setup and prior to a diagnostic cystoscopy procedure. The procedure was completed using an olympus back-up device. The were no reports of patient harm.

Manufacturer narrative:
Updated fields: b5, d9, h2, h3, h6, h11. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: e337 fan error, faulty fan. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: bent video connector pins. Olympus will continue to monitor field performance for this device.